Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed high threshold measurements and loss of capture. The lead remains implanted and the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions.